Manufacturer narrative:
According to sophysa in-house process, the probe (B)(4)/e0160 has been analyzed by the quality control laboratory. Internal documentation shows that icp probe has been manufactured in accordance with quality requirements. The visual inspection doesn't show any abnormality. Then, the icp probe was connected to a monitor and pressure tests were carried out using a column of water (in order to simulate pressure variations). These testing doesn't reveal any abnormality, a slight pressure offset is read because zero procedure has not been redone by the quality expert. The catheter is conform to its specifications. There is no assignable cause linked to this event. A difference in pressure reading could be due to an operating error (zero procedure performed after implantation etc.).

Event description:
Icp sensor showed negative value (-12 mmhg). The sensor has been replaced and the new one showed a -1 mmhg value.

Manufacturer narrative:
Device not yet analyzed by quality control laboratory. Internal documentation shows that icp probe has been manufactured in accordance with quality requirements. The analysis will make it possible to know the causes of the appearance of this incident.

Event description:
Icp sensor showed negative value (-12 mmhg). The sensor has been replaced and the new one showed a -1 mmhg value.